Event description:
Legal claim alleges: pt underwent a total right knee replacement surgery and was implanted with a depuy sigma system on (B)(6), 2009. She later developed painful complications, including chronic throbbing, leg and knee pain, pain in limbs, muscle weakness, dizziness, and fatigue. She was revised on (B)(6), 2010.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.